Event description:
Baxter (B)(4) homecare services representative contacted corporate product surveillance (B)(6) 2012 to relay report received on same date from a (B)(4) home patient's (hp) caregiver (cg) that he had a mini-cap that was cracked. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance spoke with the caregiver on (B)(6) 2012 regarding the cracked minicap. The cg said that they took the minicap out of the pouch and put it on the transfer set. The home patient then noticed a hairline crack lengthwise across the minicap. The cg replaced that cap with a new one. The cg said he still has the original pouch. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for damaged was confirmed. A sample was received from the patient and the problem was confirmed through laboratory evaluation. The probable root cause is a molding defect during manufacturing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.